Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During an atrial fibrillation procedure a faradrive was selected for use. When the physician get transseptal access the wire was in the left atrial appendage. Someone from the staff advanced a device and the visualization of the wire was lost, after regaining visual the blood pressure dropped to 30. The pericardial effusion was confirmed with intracardiac echocardiography (ice) and a pericardiocentesis was performed. The patient had a clot and was unable to be stabilized so was taken to the operation room and went into the intensive care unit (ICU). No further information was provided.